Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 3.3 mmol/l with cognitive impairment. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. Troubleshooting completed by animas customer support revealed the patient had the am and pm settings reversed for a period of one week before correcting; patient was receiving daytime basal deliveries for day at night and vice-versa. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a training/misuse issue.

Manufacturer narrative:
Follow-up #1: date of submission 11-jun-2018 device evaluation: the device has been returned and evaluated by product analysis on 04-jun-2018 with the following findings: the pump's black box showed that the time and date were resetting with the pump powered on. The pump was exercised for 24 hours and then had the battery removed for 6 hours. When the pump was powered back on the time and date had reset to default. The pump's total daily doses of insulin added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test with no issues.